Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a wallflex colonic stent was used to be implanted to treat an approximately 6cm malignant tumor in the sigmoid colon during a colonic stenting procedure performed on (B)(6) 2020. Reportedly, the patient's anatomy was not tortuous and was dilated prior to stent placement. According to the complainant, during the procedure, the stent was difficult to deploy. When the hub handle was moved, the stent deployed too fast. The stent was removed from the patient and another wallflex colonic stent was implanted. The physician wanted to place a second stent to telescope past the tumor, but because of the availability of the device, the procedure was cancelled and was rescheduled. Reportedly, on the next day, stent placement procedure was performed without any issues. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.